Event description:
The surgeon noted a small air leak upon insertion; however it did not last and he continued with the procedure. When the port was removed the metal sheath was missing and was found in the pt and retrieved.